Event description:
November 15, 2000: maersk medical was informed by minimed inc that a diabetic under continuous insulin pump therapy had stated that while pt waspriming the set they noticed that the luer lock connector was cracked and that insulin was leaking.